Event description:
Mobility, trinity and taperfit revision of the cup, insert, head and stem after approximatively 2 months due to infection.

Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including operative notes, x-rays and medical history of the patient, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.